Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. ¿ nipple discharge -ndr : not applicable as the event is not related to the device.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. Patient treated with cephalexin 500 mg tid, methocarbamol 750 mg tid, percocet 7.5/325 mg q6h prn, and scopolamine patch q3d. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. Patient treated with cephalexin 500 mg tid, methocarbamol 750 mg tid, percocet 7.5/325 mg q6h prn, and scopolamine patch q3d. Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.